Event description:
It was reported that a malfunction occurred on the pump. Customer¿s blood glucose (bg) level was 525 mg/dl. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Cts instructed the caller to connect the pump to a working power source, which successfully turned on the screen. They then provided instructions for resetting the pump, which resolved the malfunction code without recurrence. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.